Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. The customer is concerned with control tests results from results obtained of 409mg/dl. The customer's expected fasting blood glucose test result range is 150mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). All these results are control results. Customer is concern because the control solution is out of range. Customer states that she run two test with our previous tech and the results were out of range. Customer states that her normal glucose range is 150mg/dl and she test 2 times a day. I also perform a control test myself with the customer and the results were within range (226mg/dl).